Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated") and device breakage ("device breakage") in a (B)(6) female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mood swings and loose tooth. Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), headache ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dry skin ("rashes or skin conditions type: dry skin - skin condition"), groin pain ("pain, groin pain"), arthralgia ("pain, knee pain"), pain in extremity ("pain, feet pain") and back pain ("pain, back pain"). On (B)(6) 2015, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections (recurring)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: worsening eyesight"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), rash ("rash") and dental caries ("tooth decay"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, dysmenorrhoea, dyspareunia, migraine, rash, alopecia, dental caries, vaginal discharge, fatigue, fungal infection, tooth disorder, headache, nausea, dry skin, visual impairment, groin pain, arthralgia, pain in extremity and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, fungal infection, groin pain, headache, migraine, nausea, pain in extremity, rash, tooth disorder, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded); on an unknown date: not reported. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporters, patient demographic information, product onset date, indication updated, treatment and concomitant medications, new events fungal infection, tooth disorder, device breakage, headache, nausea, dry skin, visual impairment, arthralgia, pain in extremity and back pain added. On 27-feb-2018: mr received: new reporters and concomitant disease added. Fu2 and fu3 process together. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mood swings and loose tooth. Concomitant products included oral contraceptive nos from 20-feb-2015 to 20-may-2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), headache ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dry skin ("rashes or skin conditions type: dry skin - skin condition"), groin pain ("pain, groin pain"), arthralgia ("pain, knee pain"), pain in extremity ("pain, feet pain") and back pain ("pain, back pain / lower back pain"). On (B)(6) 2015, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: yeast infections (recurring)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: worsening eyesight"). In august 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), rash ("rash") and dental caries ("tooth decay"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, dysmenorrhoea, dyspareunia, migraine, rash, alopecia, dental caries, vaginal discharge, fatigue, urogenital infection fungal, tooth disorder, headache, nausea, dry skin, visual impairment and back pain outcome was unknown and the groin pain, arthralgia and pain in extremity was resolving. The reporter considered alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, migraine, nausea, pain in extremity, rash, tooth disorder, urogenital infection fungal, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-may-2015: unilateral occlusion (right tube occluded); on an unknown date: not reported . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no. D01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mood swings and loose tooth. Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), fatigue ("fatigue"), headache ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dry skin ("rashes or skin conditions type: dry skin - skin condition"), groin pain ("pain, groin pain"), arthralgia ("pain, knee pain"), pain in extremity ("pain, feet pain") and back pain ("pain, back pain / lower back pain"). On (B)(6) 2015, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: yeast infections (recurring)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and visual impairment ("vision/eye problems type: worsening eyesight"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), rash ("rash") and dental caries ("tooth decay"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, dysmenorrhoea, dyspareunia, migraine, rash, alopecia, dental caries, vaginal discharge, fatigue, urogenital infection fungal, tooth disorder, headache, nausea, dry skin, visual impairment and back pain outcome was unknown and the groin pain, arthralgia and pain in extremity was resolving. The reporter considered alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, migraine, nausea, pain in extremity, rash, tooth disorder, urogenital infection fungal, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded); on an unknown date: not reported. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet was received. Event lower back pain clubbed to previous events. Event outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.